Event description:
It was reported that the ilet user experienced an episode of hyperglycemia followed by hypoglycemia and treated the low with oral glucose tablets. The hyperglycemia occurred after the user forgot to announce dinner, with glucose rising above 400 mg/dl before trending down. The subsequent low triggered pump alerts that the user believed were treated late, representing an incorrect procedure or method related to meal announcement and treatment behavior, with the issue associated with user interface use. Symptoms included hyperglycemia accompanied by lethargy, and sleepiness or drowsiness, as well as hypoglycemia with a nadir of 41 mg/dl accompanied by diaphoresis. Outcomes included a minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.